Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia authorized distributor, reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that some clothes were found on the freedom driver at the time of the alarm. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact.

Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. The driver alarm history was reviewed and revealed a 2f (system current too high) alarm code, which is most likely the customer-reported alarm. Visual inspection of the driver revealed wear on the scotch yoke strike plate/dowel pin where it was rubbing against the piston cylinder assembly (pca) body; however, the driver continued to function as expected during investigation testing and passed functional testing on both primary and secondary motor operation. Additionally, the primary motor-gearbox, main board and pca were investigated separately and functioned as intended. While the customer-reported alarm could not be reproduced during investigation testing, it is likely that increased load from the scotch yoke strike plate/dowel pin rubbing against the pca body caused the motor to work harder, resulting in the overcurrent condition and subsequent alarm. It cannot be determined if the reported clothes found on top of the driver had an impact on the driver's performance. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The customer, a syncardia authorized distributor, reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that some clothes were found on the freedom driver at the time of the alarm. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact.